Event description:
During a procedure, the maverick2 monorail ptca catheter balloon ruptured at 10 atms on the initial inflation. The lesion being treated was a calcified, 90% stenotic lesion in the very tortuous mid right coronary, artery (rca). A zeon intorducer sheath, a runthrough guidewire, and a heart rail guide catheter were also used in the procedure. The procedure was successfully completed with antoher device. No pt injuries or complications were reported. Pt status is rpeorted ad 'good'.